Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to flattened button dome switch. No moisture damage on electronics noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after the customer was exercising. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.